Manufacturer narrative:
Updated fields: b1, b4, d9, g1-contact person ¿ mfg site, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10. At this time, despite gfes (good faith efforts), no response has been received. No service order has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not capturing the optical fiber. There was no patient harm or injury reported.